Event description:
It was reported the customer used the device AED mode. The device analyzed no shock advised. A shock was not delivered. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device was in AED mode and had a no shock advised, but the user thought there was a shock advised, resulting in delay in treatment. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by a philips field sales representative and a philips clinical expert and has been investigated by the philips complaint handling team. The device was evaluated by the customer and an operational check was performed with no issues. It was stated the issue was not a result of device failure. There were no service performed and no parts replaced. The device remains at the customer site. An analysis of the patient event files (pefs) was performed. In each of the 5 ECG analysis decisions, the first two involved the detection of artifact in the ECG signal resulting in a no shock advised decision. In the remaining three, the ECG rhythm was non-shockable sinus rhythm. The device functioned as designed for safety and intended use. Requests were made to obtain the device history records, but records were not available for analysis. Based on the information available, the issue was attributed to use error. The problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.